Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the haptic and optic were observed to be damaged. The iol was explanted and exchanged during the original surgery session. The additional information received identifies that the capsule was damaged during surgery. Iol exchange was completed successfully without incident. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 054242910 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 054242910. The limited information available identifies a methylcellulose viscoelastic was used. Rayner ifus recommend the use of a sodium-hylauronate based viscoelastic. There is insufficient evidence and information available to determine the cause of the damage to the haptic and optic during injection.

Event description:
On 9th april 2025, rayner received notification from its distirbutor in argentina of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye the optic and haptic were damaged necessitating lens explantation and exchange.